Event description:
On (B)(6) 2016 operative notes were received from the patient¿s surgery on (B)(6) 2015. The notes indicate that the new lead was introduced into the field and the positive-negative and ground lead were attached to the vagus nerve and the lead was then connected to the new generator and the generator was placed into the pocket and anchored to the pectoralis fascia with 2-0 prolene suture. The surgeon then did a lead impedance test and with the current the patient had an episode of asystole; this quickly resolved. The surgeon turned the device off and left the device intact and there were no further arrhythmias. The device was left turned off at completion of the procedure.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that after generator and lead replacement the device was programmed on to previous settings and the patient experienced a short period of asystole with device stimulation. It was reported that device diagnostics did not cause any cardiac issues and device diagnostics were within normal limits. Attempts to obtain additional relevant information have been unsuccessful to date.